Event description:
Following implant, the patient experienced "horrible" migraine headaches and morphine withdrawal symptoms. In 2009, it was reported that the patient made multiple trips to the emergency room, and had withdrawal 3 times. Then a blood patch was done. The patient continued to have migraines until the spinal fluid leak resolved. The patient continued to go through withdrawal every 2-3 weeks; she experienced deep sleep, exhaustion, and vomiting. This would last 2 days, and then she was back to normal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.